Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-06461 and 2134265-2017-06462. Respond study it was reported that enzyme elevation and myocardial infarction occurred. In (B)(6) 2016, the subject presented emergently with progressive angina and dyspnea. On the same day subject was hospitalized for further observation. Three days later, the patient was diagnosed with non st elevation myocardial infarction. Coronary angiography revealed 75%-90% ostial in-stent restenosis of two previously placed promus premier stents. Recanalization was performed with the help of percutaneous transluminal coronary angioplasty following which a 4.0 x 16 mm promus premier stent was placed in the ostial region of rca. The following day, troponin level was noted to be elevated, consistent with the protocol definition of mi. Four days later, the event was considered to be recovered and the subject was discharged on the same day with aspirin and clopidogrel.